Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) USA alleging that their onetouch ultra2 meter read inaccurately high compared to another meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient stated that the alleged inaccuracy occurred on an unspecified date during "(B)(6) 2015." At this time the patient obtained a blood glucose result of "150mg/dl" with the subject meter and "99mg/dl" on another unspecified device within 30 minutes of one another. The patient manages their diabetes with oral medication(s) (type and dosage unspecified) as well as with diet and/or exercise and denied making any changes to their normal diabetes management routine as a result of the alleged product issue. During "mid-(B)(6) 2015" the patient developed the symptoms of "nervous, shaky, dizzy and nauseous." In response to these symptoms, during a doctor's office visit in "mid-(B)(6) 2015" the patient was prescribed with "100mg januvia." It is not known whether this is a new medication for the patient or an alteration to an existing prescription. No further medical treatment was required as a result of the alleged product issue. At the time of troubleshooting the cca noted that the correct unit of measure was set on the subject meter, an approved sample site was used to obtain the alleged results and the patient did not have control solution available to test the subject meter. Replacement products were sent to the patient. This complaint is being reported because the patient claims to have obtained inaccurately high readings on the subject meter which led to them suffering symptoms which are suggestive of serious injury after the alleged meter issue began.